Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with normal operating currents. No unexpected failed battery test alarm noted. Insulin pump passed self test. No unexpected rewind or prime errors or loop. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case on display window corner, minor scratches on lcd window, scratched reservoir tube window, reservoir tube cracked, cracked reservoir tube window, and stained end cap sticker.

Event description:
Customer reported that the insulin pump returned an error alarm and was not delivering insulin. Customer reported that the insulin pump was stuck in a loop of repeating the rewind and prime process. Customer also reported that insulin was squirting out of the pump during the manual priming process. During a follow up call, customer reported that the insulin pump's drive support cap was sticking out. Blood glucose level was 96 mg/dl at the time of the call. No further information was provided.